Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and identified no failures. It was determined that the device passed all specifications. Therefore, the reported condition could not be confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the battery device was burnt. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.